Manufacturer narrative:
(B)(4). The device was recieved for evaluation. Review of the event log identified the iipv event. The cause was determined to be one or more cycles advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 10:55:56. During night drain cycle 11, the patient's ultrafiltration reading was 708 ml, indicating the home patient (hp) drained 708 ml more than their maximum programmed fill volume of 1000 ml. No additional information is available.